Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported loudspeaker defective. No known impact. Further information has been requested.